Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's infusion set was bent that caused the patient's high blood glucose. Customer's blood glucose was 305 mg/dl. No further information provided.